Event description:
A pump registered an altitude alarm, and as a result, the customer's insulin delivery was suspended because of the alarm condition. Despite this issue, the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support advised removing obstructions from the pump's speaker holes, cleaning them, and reconnecting the cartridge; however, insulin delivery could not be resumed with the current cartridge. The customer was informed to load a new cartridge when possible and advised on preventing further altitude alarms, which they acknowledged and understood.